Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent unexpected resets occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to resume delivery successfully. The customer has lantus available as alternate insulin therapy.